Event description:
A us distributor returned battery charger/modem sn: (B)(4) to report that the battery charger/modem was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of charger/modem sn: (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received the power supply was defective. The cause of the inability to charge a battery pack is the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply.